Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump date was incorrect. Customer corrected date and resumed pump therapy. Customer's blood glucose was 168 mg/dl.